Event description:
Boston scientific received information that an alert was detected for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system as it exhibited high out of range shock impedance measurements. This patient was has not been seen in the clinic since may. A boston scientific technical services (ts) consultant suggested induction testing and measuring impedance. The ICD and rv lead system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Additional information received indicated that commanded shocks were delivered and a code 1005 indicative of a shock lead open was displayed. Subsequently the ICD was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
Additional information indicated that another alert was detected for this ICD and rv lead system exhibiting high out of range shock impedance measurements. The physician will continue to monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.